Manufacturer narrative:
A photo where customer is indicating a small debris / plastic found during the preparation was shared. No additional damage or anomalies are noted in the photo. Complaint of particulate matter can be confirmed based on the photo shared by customer. However, without the returned of the small debris a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Updated information in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Completion of the complaint investigation is pending at this time.

Event description:
The customer reported particulate matter when preparing kyprolis using a chemoclave® vented vial spike, 20mm across recent weeks with closed systems. They've contacted amgen (the manufacturer of this medication), and they will send a representative to pick up the infusion bags. This emdr reflects a drug preparation of kyprolis 60mg with lot number 1197955 and it reflects the second of four occurrences.